Event description:
Contact reports the distal set screw of the construct has loosened. The device remains implanted in the patient.

Manufacturer narrative:
No lot number or sample was available. Without a lot number, a review of manufacturing records cannot be completed. Complaint data is reviewed monthly via the spine monthly complaint review meeting to identify and initiation action against any emerging trends; the meeting includes cross-functional representation from rd, quality engineering, clinical research, and complaint handling to ensure a robust review. Without a product sample we are unable to confirm the reported issue or identify the root cause. The absence of a product sample, lot number, or observed trend, this complaint will be closed with no further action required. If the complaint product sample becomes available, the complaint file will be re-opened and the product evaluated. Device remains implanted.